Event description:
It was reported during the case the top portion of the bur broke off and went down the patient's throat. There was a 15 min delay in order to retrieve the broken piece. The case was completed with another frontal finesse bur.

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation.

Manufacturer narrative:
Although the device was not returned for evaluation, a picture of the actual device was provided... Based on quality engineering's review of the device picture, the inner spiral wrap appeared to be broken at the edge of the tip causing the tip to detach and the most probable/likely root cause of the issue was determined to be related to customer misuse/mishandling per previous complaints for similar issues...as it is likely that the physician may have applied excessive sideways force to bur, causing the bur to break inadvertently since retrieval of a device fragment was required, medtronic considers this to be an adverse event as it was necessary to preclude a serious injury from occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.